Manufacturer narrative:
Conclusion: based on the information received, the patient had a revision surgery to reposition the floating mass transducer (fmt) as a dislodgement of the fmt was suspected to be the cause for the reported lack of benefit, which occurred 6 years after implantation. During this repositioning procedure, the conductive link was inadvertently cut, therefore it was necessary to replace the vorp. The device investigation revealed no failure or damage of the implant that is supposed to have been present before revision surgery. This is a final report.

Event description:
It was reported that the patient was re-implanted as a device problem was detached during a floating mass transducer (fmt) repositioning surgery. Additional information received stated that the patient could not hear with the device, therefore the clinic decided to perform a revision surgery to confirm proper placement of the fmt. According to the explantation report, the fmt had dislocated and the conductor link was severed during the repositioning surgery.

Event description:
It was reported that the pt was re-implanted as a device problem was detected during a floating mass transducer repositioning surgery.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.